Manufacturer narrative:
(B)(4).

Event description:
It was reported that an implantable neurostimulator had an out of box failure. No further information was reported. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.